Manufacturer narrative:
The reported field event of high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pulse generator exhibited high capture threshold. The device was explanted and replaced. No further information was available.